Event description:
It was reported that during a medical examination the patient needed external defibrillation due to cardiac arrhythmia. Subsequently the ICD was not interrogatable anymore. The device was explanted. Should additional information be received, this file will be updated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.